Event description:
It was reported that the patient went to an urgent care clinic due to increased seizures. It was reported that the patient had a generator replacement occur. Per hospital policy, the explanted generator was discarded. No additional relevant information has been received to date.